Event description:
Same case as MDR: 2134265-2014-04050, 2134265-2014-04084. It was reported that automatic pullback failure occurred. During the procedure, an opticross imaging catheter was used and connected to a motor drive unit. It was unable to perform the auto pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).